Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a frozen system monitor screen was confirmed. The returned system monitor (serial number (B)(6)) was tested on 20jan2020. The reported event was reproduced, however a specific component malfunction was not observed. Several monitor components were replaced, and once the monitor was repaired, the unit was functionally tested and performed as intended. The services and tested unit was returned to the customer site. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screen on the system monitor continually appeared frozen and the system monitor could not be rebooted. Changing cables did not rectify the problem. The system monitor was removed from service.